Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.

Event description:
Customer reported no reactivity with ra717 cells 4 and 5 and a pt sample containing anti-jka. This report corresponds to ortho clinical diagnostics inc (B)(4).